Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) potentially delivered inappropriate shock and anti-tachycardia pacing (atp) therapy for a sinus tachycardia. Technical services (ts) suggested reprogramming options. The health care professional (hcp) will speak with the physician about device optimization. The device remains in use. No additional adverse patient effects were reported.